Event description:
(B)(4). This spontaneous device only case, reported by a nurse, who contacted the company to report a product complaint, concerns a patient of unknown age, gender, and origin. Medical history was not reported. Concomitant medications were not reported. The patient received human insulin isophane suspension 70%/ human regular insulin 30% via a suspect reusable device (humapen memoir) for the treatment of diabetes beginning on an unknown date in 2012, approximately one year prior to this report. On an unspecified date, two weeks prior to this report, the patient was admitted to the hospital due to hyperglycemia caused by uncontrolled diabetes. The reporting nurse thought the patient may have had memory problems. Beginning on an unknown date, there was nothing being displayed on the humapen memoirs screen and the pen would not turn on. No further information was provided and corrective treatment was not reported. The outcome of the event was not reported. It was unknown if treatment with the humapen memoir remained ongoing this report included a suspect reusable humapen memoir device with associated product complaint ((B)(4)). The general device duration of use, problem device duration of use, and use status of the pen were not reported. The pen was reportedly available for return. The patient was the user of the pen and it was unknown if the patient was trained. The reporting nurse did not offer an opinion of relatedness for the humapen memoir device. Update (B)(6) 2013: product complaint number received on (B)(6) 2013. No new information was received and no updates were made to this case. Update (B)(6) 2013: additional information was received on (B)(6) 2013 from global product complaint database; added lot number 0805c02 for humapen memoir device.

Manufacturer narrative:
This is an initial report. A follow-up report will be submitted when the final evaluation is completed. If device is returned, evaluation will be performed to determine if a malfunction has occurred.

Manufacturer narrative:
(B)(4). No further follow up is planned. Evaluation summary a nurse reported on behalf of a patient that their humapen memoir device had a blank display screen and would not power on. The patient experienced hyperglycemia. Investigation of the device (batch 0805c02, manufactured may 2008) found that the device powered on normally, met functional requirements, and met dose accuracy and glide (injection) force specifications. No malfunction was identified. There is no evidence of improper use or storage.

Event description:
(B)(4). This spontaneous device only case, reported by a nurse, who contacted the company to report a product complaint, concerns a patient of unknown age, gender, and origin. Medical history was not reported. Concomitant medications were not reported. The patient received human insulin isophane suspension 70%/ human regular insulin 30% via a suspect reusable device (humapen memoir) for the treatment of diabetes beginning on an unknown date in 2012, approximately one year prior to this report. On an unspecified date, two weeks prior to this report, the patient was admitted to the hospital due to hyperglycemia caused by uncontrolled diabetes. The reporting nurse thought the patient may have had memory problems. Beginning on an unknown date, there was nothing being displayed on the humapen memoirs screen and the pen would not turn on. No further information was provided and corrective treatment was not reported. The outcome of the event was not reported. It was unknown if treatment with the humapen memoir remained ongoing. The device was returned on (B)(6) 2013, and no malfunction was found. This report included a suspect reusable humapen memoir device with associated product complaint (2538076/lot 0805c02). The general device duration of use, problem device duration of use, and use status of the pen were not reported. The pen was returned on (B)(6) 2013. The patient was the user of the pen and it was unknown if the patient was trained. The reporting nurse did not offer an opinion of relatedness for the humapen memoir device. Update (B)(6) 2013: product complaint number received on (B)(6) 2013. No new information was received and no updates were made to this case. Update (B)(6) 2013: additional information was received on (B)(6) 2013 from global product complaint database; added lot number 0805c02 for humapen memoir device. Update (B)(6) 2013: additional information received on (B)(6) 2013 from the global product complaint database added the device specific safety summary, returned date of the device, and manufactured date of the device; updated the medwatch and EU/ca fields; updated the malfunction field to no; and updated the narrative.